Manufacturer narrative:
Customer stated that no erroneous results were reported.mts completed a batch record review. All results were satisfactory.(B)(4)

Event description:
Customer reported compatible crossmatches with a patient sample with an anti-kell and anti-fya and two units that were fya positive. No erroneous results reported. Patient had not received any units for transfusion.